Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor was corroded, the motor speeds were unstable, and the reciprocating arm was worn. The motor and reciprocating arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: italy.

Event description:
It was reported that during maintenance inspection, device was in need of repair for corroded motor and worn reciprocating arm. Inconsistent speed was confirmed at final investigation. There was no patient involvement. Due diligence information complete. There was no adverse event associated with this malfunction